Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 575 mg/dl, which was treated with manual injection. Customer also reported a recent hospitalization due to high blood glucose levels, but had not been wearing the insulin pump for over 48 hours at the time of the incident. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis. The infusion set was replaced; customer returned the product for analysis.